Event description:
The pt recently passed away due to drowning in the bathtub as a result of having a seizure. There is no evidence at this time that the ncp system caused or contributed to the reported event.